Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon channel, instrument channel, and the suction channel. The customer uses endohigh detergent during the pre-cleaning process. During the manual cleaning process, the customer uses endohigh detergent and brushes the instrument channel and suction cylinder. The customer did not provide the type of cleaning brushes used. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, a wassenburg (wd440pt) machine is used with endohigh detergent and endohigh paa (disinfectant). The scope is dried using blown compressed air and is stored in a drying cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was filtered and controlled. It was unknown if the water filter was replaced periodically in accordance with the instructions for use (IFU). At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d8, e4, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: - brushing was not performed for biopsy channel at manual cleaning. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Olympus will continue to monitor field performance for this device.